Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance from technical support, error message did not recur, and customer successfully started new sensor session.